Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer reloaded the cartridge to resolve the issue. It was also reported that occlusion alarms occurred. A supply change was performed to resolve the issue. Customer¿s blood glucose level was 300 mg/dl.